Manufacturer narrative:
Initial.

Event description:
It was reported that a user dropped an ilet insulin pump, resulting in a cracked screen and an inoperable device, consistent with physical damage to the display component and loss of device function. Symptoms included no adverse clinical symptoms. Outcomes included no clinical impact and the need for device replacement. Investigation included customer interview and case assessment. Investigation of this case revealed accidental physical damage to the pump screen that rendered the device nonfunctional, with no malfunction unrelated to the drop identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.